Manufacturer narrative:
Product event summary: analysis was unable to reproduce the error message. The hard drive was re-imaged as a preventive measure. Software was also reloaded. The programmer then passed final quality assurance tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed a warning for an overheating power supply. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.